Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their ''medical problem is where my heart doesn't just slow down, it just stops''. The patient also stated that ''one of the leads is not working''. The patient stated that the low-voltage lead has to be programmed to ''almost full power to make it work''. The patient's implantable pulse generator system remains in use. No further patient complications have been reported as a result of this event.